Event description:
A cautery pencil caused an electrical discharge through the gown and glove and caused a burning to the arm. A slight reddened area noted on surgeon's arm. Surgeon refused treatment. Incident happened during procedure. Equipment changed out. No further problems noted.